Event description:
I had the medtronic spinal cord stimulator installed in 2025 after two orthopedic surgeons recommended it since I had auto-fused. The one side effect that was never mentioned prior to the surgery was sometime intense electric shocks I get on a daily basis. Of course I sometimes get one at the most unusual times, particularly when I'm asleep for example.